Event description:
Doctor mentioned that he inserted the catheter on (B)(6) 2013. On (B)(6) 2013, the child was brought back to the hospital because the catheter parts appeared to be separated and pt was dripping blood continually from the catheter. She was then admitted to a&e and the doctor did a change of the catheter for her after hours. Pt is fine after a change of catheter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.